Manufacturer narrative:
Rayner intraocular lenses limited reports the following investigation findings: our review of production records for the c-flex aspheric 970c iol batch 073e46979 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970c iol (july 2013) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex aspheric 970c iol batch 073e46979.

Event description:
Rayner intraocular lenses limited received notification from the us distributor that they had received a report from a us healthcare facility regarding an event that had occurred during use of a c-flex aspheric 970c intraocular lens (iol). The event description provided to rayner states that the lens tore during insertion. For further information please refer to rayner intraocular lenses limited's MDR report 9611165-2013-00127.